Manufacturer narrative:
H3 other text : no response from customer.

Event description:
The customer reported that there was a speaker malfunction alarm on the monitor. It is unclear if there was sound being produced by the speaker. It is unknown if the device was in use at time of event, and there was no adverse event reported. No additional diagnostic/functional testing was performed. Multiple attempts were made to contact the customer without success. Based on the information available, the cause of the reported problem was not confirmed. It is unknown how the issue was resolved.